Manufacturer narrative:
The investigation into the infection/sepsis has been completed. The device was not returned for benchtop evaluation and investigation. Per the clinical information provided, the root cause of the infection/sepsis issue was patient condition related and the relation to impella is unknown.

Event description:
The user facility reported a 68-year-old male noted for high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. Patient had escalated care from the impella cp to the axillary accessed 5.5 pump. After 2 weeks of support the team had to perform a washout to the axillary site due to elevated wbcs. There was a concern for infection and edema at the site. The pump remained on for support for another 3 weeks after the washout.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿